Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. K. Takahashi, permanent atrial pacing lead implant route after fontan operation. Pace, vol 32, pp 779-785. 2009.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. K. Takahashi, permanent atrial pacing lead implant route after fontan operation. Pace, vol 32, pp 779-785. 2009. Report type code updated to 30-day due to probability of event involving pediatric patient(s).

Event description:
A journal article reported that 3 patients with various atrial lead models, including medtronic models 4068, 5076, 4965, 4968, 5071, and 5815a, and various competitor models, experienced skin erosion, sepsis, or pocket infection. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.